Event description:
Anesthesia placed peripheral intravenous line (piv) in left hand prior to pediatric outpatient MRI. Rn was flushing line and taping and noticed there was a leak between the hub and the catheter. Piv was removed and another piv was placed in left hand.